Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file review. Submitted log files revealed on 25may2025 at 18:02:54, driveline power fault alarms activate associated with power a broken faults. The modular cable was also returned for testing. The returned modular cable was connected to a mock circulatory loop alongside the returned event system controller (serial number: (B)(6)) and the driveline power fault was not reproduced. The modular cable underwent functional testing and did not pass. Resistance testing was performed with a multimeter on each wire in the modular cable. It was noted that brown wire (power a) wire had resistances outside of the accepted threshold. Following the electrical testing and operation of the modular cable on the mock circulatory loop, the outer layers were carefully removed to inspect the underlying wires. The internal conductors were noted to be damaged, exposed and kinked especially on the brown wire, which would cause the observed driveline power fault alarms. Per provided information the controller and modular cable was exchanged, this resolved the alarms. A root cause for the reported driveline power fault alarms was determined to be damage to the brown (power a) wire on the modular cable. Lot number was not provided, a DHR review was not performed. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. On (B)(6) 2025 at 18:01:41, there were driveline power fault a messages. The system controller and modular cable were exchanged. Additional log files were sent for review that captured the exchanges. The log file did not contain enough data to review the pump's performance. The last line of data in the event log file showed the pump running at 5500 revolutions per minute (rpms) and the flow at 2.8 liters per minute (lpm). The driveline power fault appeared to have been resolved. More log files were sent for review. The log file captured normal pump function on (B)(6) 2025 at 11:18:00 through (B)(6) 2025 at 7:36:54. The driveline power fault a had been resolved at the time. The ventricular assist device (vad) and peripheral equipment appeared to have functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file review. Submitted log files revealed on (B)(6) 2025 at 18:02:54, driveline power fault alarms activate associated with power a broken faults. The modular cable was also returned for testing. The returned modular cable was connected to a mock circulatory loop alongside the returned event system controller (serial number: (B)(6) and the driveline power fault was not reproduced. The modular cable underwent functional testing and did not pass. Resistance testing was performed with a multimeter on each wire in the modular cable. It was noted that brown wire (power a) wire had resistances outside of the accepted threshold. Following the electrical testing and operation of the modular cable on the mock circulatory loop, the outer layers were carefully removed to inspect the underlying wires. The internal conductors were noted to be damaged, exposed and kinked especially on the brown wire, which would cause the observed driveline power fault alarms. Per provided information the controller and modular cable was exchanged, this resolved the alarms. A root cause for the reported driveline power fault alarms could not be conclusively determined through this investigation. Lot number was not provided, a DHR review was not performed. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.